Event description:
It was reported that while attempting to do preventive maintenance on the epg (external pulse generator), the atrial sensitivity test did not pass, and the ventricular sensitivity seemed to be within specification. The lower outputs were also not within specification, and the highest outputs were barely within specification. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the lower case was broken, one side bail cover was broken, the lead flex cover was corroded, the knobs were contaminated, and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).